Event description:
During a prostatectomy procedure, the clips would not hold after placing. Only a few clips correctly delivered. They used another like device to complete the case. There were no adverse consequences to the pt.